Event description:
A journal article was reviewed which contained information regarding this system. The patient had ventricular tachycardia. Also noted was that the patient had a drug cardioversion. The status of the system is unknown. Further follow up did not yield any additional information. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Event description:
A journal article was reviewed which contained information regarding this system. The patient had an ventricular tachycardia. Also noted was that the patient had a drug/electrical cardioversion. The system remains in use. Further follow up did not yield any additional information. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: (B)(4). Additional information has been received including patient demographics which have been added. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found no anomalies.